Manufacturer narrative:
Updated block: d9.

Manufacturer narrative:
D4, 'primary unique device identification (UDI) number' and h4, 'device manufacturer date' are blank as this is a subcomponent of a finished good. The applicable UDI associated with the finished good that the component was being installed into at the time is (B)(4), with a manufacture date of october 25, 2017.

Event description:
During preventative maintenance, the user facility's biomedical engineer reported that the heart lung machine (hlm) battery failed testing. The total nominal available capacity (tnac) value was 17.97 amp hours (ah) and at the end of the test the value was 12.6 ah which is not within specification. There was no patient involvement.